Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer treated high blood glucose level with manual shots. The customer stated that the cannula was bent. The insulin pump was not active at the time of the incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.